Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined pre-repair testing was not performed due to a bent comb. The comb, bottom roller and gear were replaced and resolved the reported issue. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This complaint has been recorded by zimmer biomet under (B)(4) once the investigation has been completed a follow up/final report will be submitted

Event description:
It was reported that there was an incomplete mesh during meshing of previously recovered cadaver donor skin. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.